Event description:
It was reported that associated devices 500ml saline flush bag, faulty flush valve. Flush continually open. Pt already on filtration so off-loaded additional fluid. Device is retained in hosp pending moh permission to release for return. Additional info received: user has contacted moh and I have been notified of the following: a pt was accidentally infused 500mls of saline. The incident happened in 2008, where a new pressure monitoring set was primed and transduced into the pt. A while later (the duration of this yet has not been established), the nurse noticed the 500mls saline flush bag was empty. The 500mls saline flush bag was placed inside a pressure infusor bag which was pressurised to 300mmhg. On investigation, the nurse discovered a faulty flush device on the pressure monitoring set. The fault resulted in the 500mls saline bag being infused into the pt within a short period of time. A new pressure monitoring set was primed and no fault found in the second set. Description of injuries - this fault resulted in the 500mls saline bag being infused into the pt within a short period of time. No pt complications were reported.

Manufacturer narrative:
(Other) device has not been returned for evaluation.